Manufacturer narrative:
The lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the patient contacted lifescan (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The patient reported that the meter issue first began on (B)(6) 2017 at 11.15 am when he obtained blood glucose readings of ¿393, 192 and 211 mg/d¿¿ on the subject meter, performed with 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. It was noted that the patient manages his diabetes with insulin, and reported that due to the alleged inaccurate results he ¿could not adjust his insulin¿. The patient reported that 2 hours and 15 minutes after obtaining the alleged inaccurate results he developed symptoms of ¿fell, head hurting and collapse¿, which he reported self-treating with a spoonful of jam. The patient confirmed that no other device was used. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged product issue began.